Event description:
It was reported that the patient underwent a coronary procedure to treat a highly calcified target lesion at the bifurcation of the circumflex and obtuse marginal arteries. The lesion was predilated and the 2.5 x 23 mm xience xpedition stent delivery system (sds) was advanced to the target site. The balloon of the sds was inflated to 4-5 atmospheres (atm) and it was noted that the device did not hold pressure. The physician was concerned that the stent may have started to deploy and the balloon was inflated to 10 atm and it was noted that the balloon did not inflate. The device was removed without difficulty and the balloon was noted still folded with the stent still on the balloon. There were flared stent struts noted. A 2.5 x 22 mm non-abbott stent was then implanted without issue. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue was able to be confirmed. The reported material deformation/ flared stent was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for inflation issue or material deformation/ flared stent from this lot. Based on the reviewed information, no product deficiency was identified.